Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump touchscreen was "bubbling". Customer reported no screen protector was on the pump at the time. Pump was functional and bubbling did not interfere with accessing pump features. There was no reported impact to blood glucose. Customer disconnected from call during time of report. No additional information was provided.